Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 113 mg/dl. Customer is currently in the hospital due to her back, not a diabetic related event. Customer was priming when the alarm occurred. Customer was unable to complete the rewind sequence because the call was disconnected. No additional information provided.